Event description:
This facility had four corneal burns with two different doctors. They reuse their (single-use) tips up to about twenty times. This tip was used over ten times. Additional information has been requested. This event is reported as manufacturer's report number 2028159-2006-00487. The other events are reported as manufacturer's report numbers: 2028159-2006-00488, 2028159-2006-00489, 2028159-2006-00490.

Manufacturer narrative:
The customer was provided additional information on possible causes of thermal injuries. Investigation, including root cause analysis is in progress.